Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hardware low level failures and failed battery. The customer¿s blood glucose level was 10 mmol/l. The customer reported that the insulin pump had hardware low level failures and another pump error. The customer was advised that the pump requires replacement, to discontinue use of the pump and to revert to backup per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The motor processor did not report the pumps stroke as finished in reasonable time error, hardware low level failures error, the main arm cannot communicate with the motor arm error and generated if minute event is not received from motor processor error not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test. (B)(4).